Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found no electrical continuity due to corrosion on distal end. Based on the results of the investigation, a root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was during the device evaluation that the bronchovideoscope exhibited no electrical continuity due to corrosion on distal end. There was no report of patient involvement.